Event description:
It was reported that a tech brought a narkomed mobile anesthesia machine into an MRI room by mistake. The narkomed mobile was pulled into contact with the MRI machine pinning the anesthesiologist's arm between the MRI machine and the narkomed mobile. The anesthesiologist reportedly sustained nerve damage to the affected arm that required surgery to repair.

Manufacturer narrative:
The user facility has at least two types of draeger anesthesia machines; the narkomed MRI and the narkomed mobile. The narkomed MRI is cleared for use in an mr environment with magnet strengths up to 3 tesla. The narkomed mobile is not cleared for use in an mr environment. In conversations with the facility, it was determined that the anesthesiologist called for a tech to bring a narkomed MRI anesthesia machine into the mr suite. The tech mistakenly brought in a narkomed mobile anesthesia machine. Due to the ferrous material content of the narkomed mobile and the two cylinders mounted on the machine, it was attracted to, and moved towards the mr magnet. The anesthesiologist tried to stop the movement and became pinned between the device and the mr magnet. The narkomed mobile was evaluated by a draeger service tech. He device sustained some structural damage, but was able to be repaired and placed back into service.